Event description:
This device was explanted after approximately a 3 month implant duration due to paravalvular leak, regurgitation, endocarditis, and coronary artery disease.

Manufacturer narrative:
Device not returned.